Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker patient experienced syncopal episodes, and there was loss of capture (loc) noted on the emergency medical technician (emt) recording. The device outputs were increased. Subsequently, there was no capture in the bipolar configuration. The device was reprogrammed to the unipolar configuration. The patient's leads are non-boston scientific products. Boston scientific technical services (ts) reviewed the three month pacing impedance trend, and indicated the impedances spiked twice, with the highest at approximately 1700 ohms. Ts discussed that this is due to a spring contact issue and the device header, and recommended reprogramming the device to unipolar pacing/bipolar sensing, which eliminates the spring for pacing. The recommended reprogramming was performed, and the physician will continue to monitor the patient/system. This pacemaker remains in service. No additional adverse patient effects were reported.